Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: foreign material. Probable root cause: manufacturing controls: qc incoming and in-process inspections. Manufacturing task instructions. Instructions for use: design: minimize areas on scope where debris can be trapped or collect. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that there was foreign material.

Event description:
It was reported that there was foreign material.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.